Event description:
It was reported that this pacemaker triggered a lead safety switch (lss) due to low out of range pacing impedance on the right atrial (ra) channel. Technical services (ts) provided guidance to the health care professional (hcp) on what to do should this occur again. The clinic will continue to monitor. The device remains in use. No adverse patient effects were reported.